Event description:
Ambulance personnel attended to a person diagnosed in pulseless ventricular tachycardia. The operator used the defibrillator for automatic ECG analysis and no shock was advised. The operator switched the unit to manual operating mode and charged the defibrillator. The unit disarmed and dumped the charge internally each time the operator attempted to deliver the shock to the pt. The pt was not resuscitated.